Event description:
It was reported that the patient claimed their pacemaker was allowing for a prolonged bradycardia event to occur. The patient indicated that their apple watch indicated they were in a bradycardia event and that this was confirmed by their physician but claimed the pacemaker did nothing during this time. The patient was referred to their physician for further assessment of symptoms and device function. Further information was not available at this time.